Event description:
It was reported that the patient missed his refill appointment on (B)(6) 2015 due to confusion about when it was as opposed to when his oral medical refill appointment was. The healthcare provider¿s (hcp) office tried contacting the patient several times without success. On (B)(6) 2015, the office reached the patient¿s son, who stated that the patient was sick with flu-like symptoms. The patient¿s flu-like symptoms included nausea, vomiting, and body aches. Underdose symptoms, including nausea, vomiting, and malaise, were also reported. The hcp asked that the patient be brought into the office due to the missed refill appointment. The hcp assessed the patient and determined that he may have been in withdrawal. Telemetry confirmed that the pump was empty and the alarm had been sounding, but the patient did not hear it. It was noted that the patient had trouble hearing. The hcp refilled the pump and gave the patient a bolus. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used to deliver morphine, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014; product type: accessory. (B)(4).